Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results for two patient samples tested with the elecsys troponin t hs stat assay on a cobas e 411 immunoassay analyzer. The erroneous initial results were reported outside of the laboratory. Quality controls were tested and these were within range. The patient samples were then repeated. The first patient sample initially resulted with a troponin t value of 0.029 ng/ml, which repeated as 0.007 ng/ml. The second patient sample initially resulted with a troponin t value of 0.126 ng/ml, which repeated as 0.007 ng/ml. No adverse events were alleged to have occurred with the patients. The troponin t reagent lot number was 305646. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
It was clarified that the initial result for the first patient sample was 0.028 ng/ml. The alarm trace does not show an issue. It was noted the clotting time of 10 minutes is too short. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer was not using the required rack adapters.